Manufacturer narrative:
One 7.0mm customized fixed tts¿ tracheostomy tube was returned for investigation. The device was received without its original packaging and showed signs of use. Additionally, a component accessory was not returned with the device. During visual inspection of the returned device, it was noted that the "purple swivel" portion of the connection was absent; therefore, a new connector, from inventory, was attached to the device. The device instructions for use advises against overtightening of external connections; furthermore, it states that, in the event of difficulty disconnecting accessory components, the provided disconnection wedge should be used. Investigation determined that the root cause of the reported issue was the overtightening of the accessory component and the removal of the component without using the provided wedge.

Manufacturer narrative:
Event date: (B)(6) 2016.the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.(B)(4).

Event description:
It was reported that a portex® bivona® custom tts¿ tracheostomy tube was falling apart past the flange at the stoma while in use with the patient. The tracheostomy tube was typically changed out once per month but had to be changed earlier as it was falling apart. The tube was in use for less than one month before the issue was observed when the nurse was changing the tube. The tracheostomy tube was changed, which was reported to have resolved the issue. No medical treatment was required and no patient injury was reported.